Event description:
It was reported: "removal of duracon tibial insert from left knee and replaced with med duracon cs insert 22mm referenced (B)(4), lot tck086. Patient was in pain, patella was not fixed in knee therefore was replaced with triathlon a32 x 10mm reference (B)(4), lot wrxw. Original femur and tibial baseplate left insitu. Reference number for tibial baseplate (B)(4), lot dptttc no other details available as original surgery done 14 years ago at (B)(6)."

Manufacturer narrative:
When completed, the evaluated summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-01374.